Manufacturer narrative:
(B)(4). Evaluation could not confirm the system error 322 through evaluation or through review of the event history log. There were 5 occurrences of system error 322 in the history log. The final occurrence occurred on (B)(6) 2015. Os v.6.05.13 was installed on (B)(6) 2015. The complaint was made on (B)(6) 2015 and there were no occurrences of system error 322 after the software upgrade. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09441 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.